Manufacturer narrative:
Two used samples were returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and a short-shot was noted in one male luer sample but not the other. The reported issue was verified in one sample. The cause was related to the supplier material due to incorrect process parameters on molding area. The other sample met specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink valve leaked during a flush with normal saline. The customer stated that the male luer appeared to be broken, and a leak was observed at the junction where the luer connects to the tubing. The event occurred during patient use, however, there was no patient injury or medical intervention associated with this event. No additional information is available.